Manufacturer narrative:
A supplemental MDR is being submitted for the correction of approach. The section of this report has been updated b5 (describe event or problem).

Event description:
As reported by our canadian affiliate, a 26mm sapien 3 in the mitral position by transapical approach.

Manufacturer narrative:
The valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was provided, reviewed and revealed the following: observed frame deformed/fracture at outflow of original implant after approximately 3 years and 4 months, the valve frame migrated from original position, and observed frame fracture at outflow from provided videos, which were prior to the valve-in-valve deployment. Since the work order information was not provided, a lot history and design history record review could not be performed. A review of complaint history for the month of june 2020 revealed that the occurrence rate did not exceed the control limit for the applicable trend categories. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. The manufacturing mitigations are in place at edwards lifesciences to ensure all sapien 3 valves meet the valve specification. The frame components are 100% visually inspected by both manufacturing and quality for defects per procedure. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to these events. It should be noted that the thv was implanted in native mitral position for this case. At the time of original implantation, the sapien 3 (s3) with the certitude delivery system (ds) was indicated for native aortic valve replacement only. While the device is now approved for surgical bioprosthetic (aortic or mitral) valve replacement, it remains off-label for native mitral valve replacement. For this reason, the IFU for ta (transapical) procedure in the native aortic position was reviewed for relevant guidance for an s3 as part of this investigation. No IFU or training manual deficiencies were identified. Due to the unavailability of a returned device, no potential manufacturing non-conformance was able to be determined. A review of manufacturing mitigations and complaint history did not provide any indications that a manufacturing non-conformance would have contributed to these events. Additionally, a review of the IFU and training manual revealed no deficiencies. The complaint of valve migration was confirmed based on the provided imagery. Per imagery review, the s3 was implanted directly into a native mitral annulus, which is considered an off-label use. The shape of the mitral annulus is very different than the aortic annulus. (Aa) is a fibrous ring at the aortic orifice to the aortic root. The annulus is a contiguous part of the fibrous skeleton of the heart. The mitral annulus (ma) is not a continuous ring of connective tissue and is therefore not as good a landing zone for implanting a transcatheter valve and subjects higher risk for valve embolization and migration. In this case, the valve was migrated towards the la after implanted for approximately 2 years and 8 months. In this case, no manufacturing nonconformances were identified during evaluation. Available information suggests that procedural factors (off-label implanting directly into native mitral annulus) may have contributed to the valve migration. The complaint of frame fracture was confirmed based on the provided imagery. Per imagery review, in the original implant location, the annulus interaction pressure would be applied at the location of the annulus which appears more towards the inflow end of the valve in the zone of the heavily shaded black area. Pre valve-in-valve, it was seen that after valve migration, the dark shaded area representing the annulus was now near the outflow end of valve, also in the area of the commissure window. This would indicate the annulus interaction pressure was now applied to the frame almost in the same location as the leaflet cyclic pressure applied to the closed leaflet in each cardiac cycle, making the two forces additive and leading to the frame fracture. As noted, this was an off-label case. There was no study performed by edwards lifesciences to determine the mitral annulus interaction pressure in a thv implanted in the native mitral annulus. In mitral valve-in-valve position, the pre-existing surgical valve frame protects the thv from the cyclic annulus interaction pressure, therefore the simulation study performed assumes no annulus interaction pressure. In the aortic position, both the cyclic differential closing pressure and the annulus interaction pressure are applied during finite element analysis (fea). However, the two forces are applied in different regions to mimic how the valve is implanted in the patient. In this case, the implant migration from the original implant location to a new unintended position has resulted in the mitral annulus pressure being applied in the same area as the mitral leaflet cyclic pressure (120mmhg). The combination of the two forces may have exceeded the loads modeled in the simulation testing for the aortic valve and for the mitral valve-in-valve configuration and led to the fracture. While a definitive root cause is unable to be determined, available information suggests that procedural factors (valve migration due to off-label implanting into the native mitral annulus) may have contributed to the frame fracture. The complaint of pvl worsening was unable to be confirmed based on the provided imagery. The original valve performance post implantation was unknown. Approximately 2 years and 4 months post procedure, the valve was migrated towards la and at the same time, a moderate-to-severe pv leak was detected. As such, the pv leak is most probably related to valve migration. Pv leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. The migration of valve can create a gap between thv and annulus, compromising the sealing between the valve and target site, and lead to pvl. As such, available suggest that procedural factors (valve migration due to off-label implanting into the native mitral annulus) may have potentially contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The complaints of valve calcification, stenosis and leaflet motion restricted were unable to be confirmed based on the imagery provided. Per the instruction for use (IFU), valve stenosis and calcification are a potential risk associated with bioprosthetic heart valves. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification is not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other comorbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient had an end-stage renal failure per noted, and this may have accelerated and amplified the process of valve re-calcification. When a heart valve becomes calcified, the leaflets become stiff (less mobile in opening and closing) and eventually lead to valve stenosis. As such, available information suggests that patient factors (end-stage renal failure) may have contributed to the complaint events. However, a definitive root cause is unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No evidence of a product nonconformance or labeling/IFU inadequacies were identified during evaluation. Available information suggests that patient and procedural factors may have contributed to the events. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rates did not exceed the june 2020 control limits for applicable trend categories, no corrective or preventative action, nor product risk assessment is required at this time.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: the engineering report was updated per additional imaging received from an article. A 'still echo cine' was provided and paravalvular leak was observed. Bibliograpy: stent frame fracture and late atrial migration of a mitral sapien 3 transcatheter valve; m chuang, m akodad, ag chatfield, d wood et al- cardiovascular 2021 - jacc.org.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, approximately 2 years and 8 months post implant of a 26mm sapien 3 in the mitral position by transaortic approach, an echo (tee) showed moderate to severe paravalvular leak (pvl), moderate mitral stenosis, migration of the valve towards the la by approximately 1/2 of the stent frame height, and a fixed closed leaflet was noted. The patient was symptomatic with sob. Approximately 3 years and 4 months post procedure, a 29mm sapien 3 valve with +3-4ccs of volume was implanted inside the previously implanted sapien 3 valve by transaortic approach. On fluoroscopy, it was noted that the 26mm sapien 3 stent frame was deformed and appeared to be fractured and constrained at the outflow by the native leaflets/annulus. The 2nd 29mm valve was successfully implanted more ventricular, without complication and resulted in trivial pvl, no lvot obstruction and a mean gradient of 3 mmhg. The patient was stable. Per report, a decision was made to implant the 29mm valve with the intention of having it ¿flare¿ into the lv side in order to stabilize the valve despite not being able to fully expand to 29mm within the 26mm valve. Of last communication, the patient was doing well at home.